Manufacturer narrative:
The reporter, a respiratory therapist (rt), advised ventec that another rt had placed the patient on the vocsn and that the frequent alarms were making it challenging for the patient to use. Ventec provided the rt and patient with technical and clinical assistance, assisting the rt with adjusting the device's settings based on their condition and monitored values, and also had them removed an additional 6' of pap tubing that was attached to the patient's passive patient circuit. The patient advised that he felt better after the adjustments and would contact the rt if he continued to have any issues. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the ventilator was alarming due to low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient, a male, has amyotrophic lateral sclerosis (als) and utilizes non-invasive ventilation (niv). No further details were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.